Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During recapture of the deployed closure device, patient became hypotensive and a pericardial effusion and perforation were noted via echocardiography. At this time, the wds and was were removed and a pericardiocentesis was performed to successfully stabilize the patient. Patient is stable and was discharged as scheduled.